Event description:
Pt had experienced chest pain two weeks prior to hosp visit on 3/19/97 for chemotherapy. Chemotherapy would not infuse through device. X-ray revealed that catheter tubing separated from the port body. Radiologist remove tubing from pt's left lung and surgeon explanted port body. Possible shear.